Manufacturer narrative:
Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis concluded this lead met specifications.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable lead was attempted to be implanted. This lead was attempted in two separate veins but pulled back. This lead was replaced during the procedure. No adverse patient effects reported.

Event description:
--

Event description:
Subsequently this lead was returned to boston scientific for laboratory analysis.